Manufacturer narrative:
Concomitant medical products: IV cap. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported cracked and leaking pca tubing near the piv during an unspecified infusion. There was no report of patient harm. Although requested, additional information has not been provided; there is no report of patient harm.